Event description:
It was reported that the pt had a gct on his right distal femur and the surgeon did a wide excision and mega implantation. Zss distal implant was used on (B)(6) 2011. Afterward, the pt presented with a hyperextension and it was found that the poly insert was not assembled properly. A revision surgery was performed on (B)(6) 2012 to correct the issue. During the surgery, the surgeon observed some metal debris which was removed and lavaged. It was also noted that the pt had osteolysis in surrounding bone. The surgeon confirmed that the pt had good fixation in the tibial baseplate and stem extension.

Manufacturer narrative:
Investigation in process.